Event description:
It was reported that the patient underwent an unknown anterior cervical spinal procedure. During surgery the drill bit snapped inside the patient. The broken piece was successfully removed. No additional complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.